Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip at the tip. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument had a broken tip. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing or detached from the portion of the device that enters the patient. No report of fragments falling from the device while used within a patient. No broken or damaged cables. The instrument did not collide with any other instrument or tool during procedure. There was no injury to the patient. The instrument was available for return to isi for evaluation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.